Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and found the motherboard needed to be replaced, but no conclusion can be drawn as repair info is not available.